Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer asked via phone call if he needed to suspend his pump when he disconnects his infusion set and if he needs to suspend the pump when he takes a shower. The patient's blood glucose at the time of inquiries was 10 mg/dl. No further details were given regarding the low, and he was advised to keep the pump out of the shower and put it back on when he is dry. No products were shipped or returned.